Event description:
It was reported through stryker facebook page: "it is very painful. I have had knee replacement in same knee 3 times. I have gone to physical therapy after surgery each time. The scar tissue builds up so fast. I never expected to be in pain the rest of my life. And I can¿t enjoy my retirement. It is hard to keep up with my 9 grandchildren. My 2 youngest have only seen me with a walker. I am told I am one of the very few that have this problem."

Manufacturer narrative:
An event regarding instability involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.